Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product is unable to confirm the report as stated. There is however heavy impact damage to the strike-plate on this instrument including a small area where a piece of material appears to have chipped off the edge of the strike-plate. The root cause is attributed to heavy use / sharp impact. No other reports are found against this product/lot combination. Additionally, a two-year complaint database search finds no other reports against this product code for any reason. No trend for failure of any kind is identified. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Event description:
During use of the instrument, the surgeon's hand was pricked by the metal shard. The origin of the shard is unk.